Event description:
The customer contact reported a crack in the semi-rigid adapter of the secondary port; subsequently, a leak was noted. The primary tubing set was being used to deliver an unspecified concentration of saline, at an unspecified rate. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for a piggyback delivery of zosyn 3.375gm/50ml, for a duration of 30 minutes. No further programming parameters were provided. At approximately 1500, it was reported that an unspecified volume of solution leaked from a crack in the semi-rigid adapter of the clave secondary port. The primary tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(6).

Manufacturer narrative:
One used device was received and evaluated. Testing found the semi-rigid adapter between the clave port and the secondary port of the cassette was partially broken. This was due to the design of clave port that is directly bonded to the secondary port of the cassette. (B)(4).